Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, was advised pump could continue to be used and to call back if malfunction code recurred, and customer acknowledged and understood instructions.